Event description:
It was reported that the patient got a post-op wound infection after her new implantable neurostimulator (ins) was implanted. No patient outcome was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Event date is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that she had infection from replacement on (B)(6) 2015. She had reaction to suture. It was indicated that monacrill was the material. She thought it was a seroma.

Manufacturer narrative:
Supplemental MDR initiated- eval code- conclusion (fdc) updated to no longer applies. (B)(4).

Event description:
Additional information received by the patient reported that the patient took antibiotics (keflex at 250 mg 4xs a day) for two weeks. The patient experienced redness and swelling at the suture site. The infection resolved.the indications for use (ifus) were movement disorders and parkinsons dual.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v530287, implanted:(B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v530287, implanted: (B)(6) 2010, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted:(B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).